Event description:
A surgeon reported air came out of the auto stopcock during a procedure. The line was clamped and the surgery was completed. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).